Event description:
It was reported that during a gynecological procedure the surgeon was using the endopouch pro46. It was reported that one support arm broke off the instrument and fell into the pt. The support arm was removed from the pt and there were no pt consequences reported. The product was discarded after the procedure.